Event description:
Urinary catheter tubing collapsing at bag junction causing a urinary obstruction to the bag. The bag was replaced with another urinary drainage bag. A photo of the tubing will be e-mailed. The number on the bag was (B)(4).